Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
During investigation, a functional test was performed, along with a review of the complaint history, quality control, trends, and visual inspection of the returned device was conducted. Leak testing of the complaint device confirmed that the device leaked between the sheath and the proximal hub. The hub was removed from the device and the flare was noted to be torn. Per quality control specifications, there is a confirmation of the correct check-flo valve assembly. It is verified that the joint is secure at body and cap and that the flare on the proximal end of sheath is caught securely in proximal fitting and that the sheath does not rotate in the fittings. In addition, the fittings are confirmed to be secure and that the disc are clean and free of debris and correctly positioned in cap. Each device is also 100% tested for leakage. Detection activities have been completed and it is difficult to determine a definitive root cause for this event. We will continue to monitor for similar complaints and have notified the appropriate internal personnel of this event. Per the quality engineering risk assessment (qera), no further action will be taken.

Event description:
When performing a pediatric cardiac catheterization on a (B)(6) female patient, the physician noticed bleeding on the connection where the white hub meets the blue sheath. The sheath was placed in the right femoral artery. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.